Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Report of formal claim received from kennedys regarding pinnacle press fit cup. No confirmation of revision received and no reason for potential revision provided.

Manufacturer narrative:
Conclusion and justification status: report of formal claim received from kennedys regarding pinnacle press fit cup. No confirmation of revision received and no reason for potential revision provided. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. **addendum added 30 mar 2016 ** the complaint was reopened as the product details were received. A search under the product codes identified previous complaints received. A lot specific search did not identify any complaints. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Report of formal claim received from kennedys regarding pinnacle press fit cup. No confirmation of revision received and no reason for potential revision provided. Complaint reopened 16th march 2016 - product codes confirmed by (B)(6) on 10 march 2016 - (B)(6). Update nov 30, 2017: additional information received. Updated dob, doi, dor and complainant country. This complaint was updated on dec 7, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.